Manufacturer narrative:
Patient information is unknown. Due to intra-operative issues, the device was not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes employee. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent an open reduction internal fixation surgery for hallux valgus. After a plate was fixed on the thumb, osteotomy on the second metatarsal bone was done. When, the surgeon tried to apply the compression screw, the screw head could not be inserted into the bone. The surgeon tried to push the screw head by force, but the bone cracked slightly. The affected screw was replaced with a 3.0 mm cannulated cancellous screw. The surgery was completed with a delay noted to be within thirty (30) minutes. The surgeon noted that predrilling might be necessary. This is report 1 of 1 for (B)(4).